Event description:
It was reported that during a cranial procedure that the perforator caused an injury to the cerebral parenchyma of the temporal lobe.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for eval. The manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.